Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2021, the patient returned with shortness of breath. The patient was re-hospitalized and fluoroscopy showed one of the slda clips became embolized to the iliac artery. The other clips remain attached to one leaflet. Then on (B)(6) 2021 the patient underwent open heart surgery for tricuspid repair and valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots (10421r118, 10421r116) that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on available information, the reported single leaflet device attachment/slda and poor imaging were due to challenging patient anatomy. Additionally, reported patient effects dyspnea and mitral regurgitation (mr) were cascading events of reported slda. Additionally, the reported patient effects of dyspnea and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. As it is unknown which of the reported lots (10421r118, 10421r116) had an slda that became fully detached, this complaint will be listed as an unknown lot number. D4: expiration date was removed. D6: 10421r116 was removed and unknown lot number was added.. H4: manufacturing date was removed.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, dyspnea, and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted myxomatous valve and bileaflet prolapse with redundant tissue everywhere resulting in visualization issues. On (B)(6) 2021, two clips (10421r118, 10421r116) were successfully deployed, reducing mr to 1-2. Then on (B)(6) 2021, the patient returned with shortness of breath. It was discovered that both clips became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 2. The physician stated the cause of the slda was due to the anatomy. Additional treatment was not performed, and the patient was sent home. No additional information was provided.